Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
A sales rep, reports an event occurred in (B)(6). The surgeon referred to sales rep that he performed a surgical procedure of revision of a hip implant because of the fracture of the stem. The patient underwent a surgical procedure of total replacement of the hip on (B)(6) 2010. Six months ago, he started to experience severe pain(without traumatism). X-ray examination revealed a fracture of the stem. A unanticipated revision surgery was planned on (B)(6) 2010. The stem was removed, but the acetabular part of the implant remained the same.